Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with a trial external neurostimulator (ens) for urgency frequency urge incontinence patient reported that when they lay down for bed, they felt stimulation in their head. Patient also reported that they experienced abdominal pressure that felt like bloating. No further complications were noted or anticipated.